Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "occurred recently". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin (dose, duration and frequency not reported) for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. Initially, dianeal therapy was ongoing "during the former stage of treatment and discontinued in the later stage". No additional information is available as the reporter declined follow up.